Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended due to the likelihood of radio frequency (rf) telemetry being disabled and an increased risk of safety mode. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Device replacement was recommended due to the likelihood of radio frequency (rf) telemetry being disabled and an increased risk of safety mode. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is no longer in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.